Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump was in alarm but was not available for troubleshooting by animas customer support at the time of the reporting call. There was no allegation that the issue caused or contributed to an adverse event. Animas customer support attempted to contact the reporter in follow up for more information, however, the reported has not responded. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/26/2016 with the following findings: device evaluation: review of the black box data revealed call service alarm 069 recorded (B)(6) 2016. On investigation, the pump powered on and emitted a call service alarm 069. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Investigation confirmed the complaint.